Event description:
The following was reported to hamilton medical ag: tf:231008 (o2 valve leak). Calibrated service software mode but issues not solved. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: tf:231008 (o2 valve leak): calibrated service software mode but issues not solved. No patient involvement.